Event description:
It was reported to boston scientific corporation that a distal release ultraflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2013. The indication for the procedure was a 4cm malignant stricture in the mid-esophagus. The patient anatomy was reported to be normal and was dilated to 12cm with a cre balloon. According to the complainant, the physician encountered difficulty when attempting to deploy the stent. The stent was able to be released about 40% but was unable to be deployed fully. The partially deployed device was removed from the patient. There were no visible issues reported with the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 48mm. No issues were noted with the suture knot at the point of release. During analysis it was possible to retract the suture thread and fully deploy the stent without issue. A kink was noted in the shaft at the guidewire exit port. No issues were noted with the profile of the stent. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a distal release ultraflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2013. The indication for the procedure was a 4cm malignant stricture in the mid-esophagus. The patient anatomy was reported to be normal and was dilated to 12cm with a cre balloon. According to the complainant, the physician encountered difficulty when attempting to deploy the stent. The stent was able to be released about 40% but was unable to be deployed fully. The partially deployed device was removed from the patient. There were no visible issues reported with the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.